Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken device assessed as fold flaw opening. As per the investigation procedure, creases and stress marks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "rupture" via MRI. This record is for the "left" side. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture via MRI. This record is for the left side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, h6

Event description:
Device has been explanted and replaced,